Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was little scuffed up and battery life was weak and half. The customer also state that they noticed rainbow effect and the screen was harder to read. The customer blood glucose was unknown at the time of incident. The insulin pump will not be return for analysis.